Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.

Event description:
It is reported that the patient was implanted with a femoral component that required cementing without any of the required bone cement utilized. The patient was subsequently revised to a porous femoral component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. As per the complaint report, surgeon used precoat cr-flex femur and implanted it without cement. It also states that, device is not defective. So, the root cause is related to the user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.